Manufacturer narrative:
The chrome peeling from the siderails is related to the manufacturing process of the siderails at the time the stretcher was manufactured. A new manufacturing process was implemented in october 2005 to correct the reported issue.

Event description:
It was reported, there was chrome flaking from the siderail.